Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery is not lasting as long as the user would expect. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 11/03/2016 with the following findings: the review of the black box data showed a single eaw 128-fb88 alarm and multiple eaw 128-fe88 alarms (replace battery alarms) on 2016-08-05. Each eaw 128-fe88 alarm occurred during the rewind step. Eaw 128-fb88 and fe88 alarms are defined as post delivery motor power supply faults. No damages were found to the returned battery cap. A fully charged battery was installed for testing. The returned battery cap was able to fully tighten. The pump powered on with the returned battery cap. The pump alarmed with an eaw 128- fe88 (replace battery alarm) during the rewind step; therefore, the issue was duplicated. Upon removal of the pump cover, internal moisture was found on the internal components. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 12/09/2016 ¿ correction to serial #.